Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/20/2025 the user¿s caregiver reported that the user¿s ilet touchscreen was found cracked after the device was believed to have been dropped. Blood glucose was not affected. A replacement device was sent.